Manufacturer narrative:
Additional information was received on 06/15/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response, lung disease, cancer other, and lung adenocarcinoma. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings and dust was observed. There was thirty-two error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response, lung disease, cancer other, and lung adenocarcinoma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.